Event description:
It was reported that the patient had infection at the ipg site. There was drainage noted as the ipg site. The physician believed that the infection was not device nor procedure related. The patient was prescribed with antibiotics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2024.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7083861.

Event description:
It was reported that the patient had infection at the ipg site. There was drainage noted as the ipg site. The physician believed that the infection was not device nor procedure related. The patient was prescribed with antibiotics. Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned as per physicians preference.